Event description:
It was reported that the user experienced persistent hyperglycemia while using the ilet with a contact detach infusion set, with the pump displaying high indicating 400 mg/dl readings and delivering insulin, and the user noting approximately 25 units on board; the user suspected the infusion site was placed over a callus or that the infusion set or connector was not attached correctly. Symptoms included fatigue without other reported hyperglycemia symptoms. Outcomes included troubleshooting and education, and the user planned to change the infusion set and cartridge upon obtaining supplies. Investigation included review of pump delivery data and user-reported infusion site assessment. Investigation of this case revealed likely inadequate insulin delivery due to an incorrectly deployed infusion set or an improperly attached infusion set connector. It was concluded, based on previously established findings for similar reports, that the cause was user-related infusion set deployment or connection error.